Event description:
This lead was explanted and replaced due to poor initial lead placement. The patient complained that she could feel pacing sensations up into her neck. The lead showed wide qrs duration. A lead revision was attempted, but the physician decided to replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.